Manufacturer narrative:
Patient identifier now available.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was discovered that the user had the reference frame directly over the working area so it was the reference frame that was causing the artifacts. The surgeon was using a solid metal frame, which causes much more artifact than the newer, hollow ones. Training has taken place with the customer site to inform them of the artifact that this workflow creates, and to avoid this problem in the future. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was producing images that were poor quality. The procedure was completed successfully using the poor quality images after a delay of less than one hour. No impact to the patient was reported. No additional details were provided.